Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received concerning this event. No device was returned to nuvasive for evaluation; further, no operative notes and/or radiograph images were provided for review of usage/technique. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. A labeling review was unable to be performed as the type of procedure performed or product involved was not provided. A definitive root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient was implanted with two (2) distraction rods and fixation components. Subsequently, the patient underwent a revision procedure approximately one (1) year later to correct two (2) hooks that had pulled away from their initial location. The hooks were replaced with screws and the procedure was completed with no issues. No further impact to the patient was reported. No additional information was available. Report 2 of 2.